Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (1 gram, once in 5 days intraperitoneal [ip]) and injection fortum (1 gram, once daily ip) for peritonitis. Patient was still hospitalized at the time of the report and the patient's outcome was unknown. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up it was reported, the patient had recovered from the peritonitis event and the patient¿s effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.